Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32096. It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed high impedance values on one lead. X-rays were taken but not anomalies were observed. Reprogramming was initially able to address the issue. Surgical intervention may take place at later date to address the issue. It is unknown which lead had high impedance therefore both leads are being reported.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the lead with high impedance was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.